Event description:
Patient reported he developed an infection three months following a spinal decompression procedure in 2006. The patient reportedly went into shock and was admitted to the hospital. The surgical site was debrided and reportedly suture removed. The site was then reclosed. IV antibiotics were administered.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.